Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22. Annex c: c20. Annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01. Annex c: c07. Annex d: d02. Investigation summary: field technician stated issue of failed binary switch was confirmed. On 12-aug-2024, syr was received unboxed and with paperwork. Syr when attached to lab pcu failed asm testing. Binary switches test failed at flange detect out. Device to be returned to san diego repair center for processing. Spring flag leaf changed during the failure investigation solved the problem. Syr unit was fixed by the investigator in ops lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.